Event description:
Boston scientific received information that this right atrial (ra) lead (model 4470) presented with no sensing and loss of capture. A lead revision was performed and this ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. A new ra lead (model 4480) was placed in the atrium and then measured on the pacing system analyzer (psa). It was noted that this new lead was not pacing which resulted in a pause in therapy delivery. This ra lead was then connected to the pacemaker; however, no pacing was again observed. The device was programmed to the maximum outputs but the lead was still not pacing. This pacemaker was then explanted and replaced. The ra lead was then connected to the newly implanted device and the ra lead was then pacing normally. Although pauses in therapy were reported, there were no adverse patient effects that occurred as a result. The pacemaker is being returned for laboratory analysis.

Manufacturer narrative:
(B)(4). As the ra lead was capped and will not be returned, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.